Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the duration of an atrial fibrillation (af) episode detected by the implantable cardiac monitor (icm) was reported incorrectly. The icm remains in use. No patient complications have been reported as a result of this event.